Event description:
It was reported that while using the bd bactec¿ fx40 instrument that there was a false negative. The following information was provided by the initial reporter: hazard, injury or erroneous results? Yes. Hazard, injury or erroneous results details false negative result. The client reports that after the end of the 5-day protocol incubation, when the bottle comes out with a negative result, when performing the gram test, bgn are visualized.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 1119779-2023-00482 was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore this is not considered to be a reportable malfunction.

Manufacturer narrative:
(B)(6). H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd bactec¿ fx40 instrument that there was a false negative. The following information was provided by the initial reporter: hazard, injury or erroneous results? Yes. Hazard, injury or erroneous results details false negative result. The client reports that after the end of the 5-day protocol incubation, when the bottle comes out with a negative result, when performing the gram test, bgn are visualized.